Event description:
A customer reported receiving a sys message during a procedure. The sys was exchanged and the case was completed without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported problem. However, sys message "vent valve failed closed" was noted multiple times in the event log. The company rep removed and insp the fluidics assembly. The company rep noted a loose vent valve shoulder screw and tightened the screw. The sys was then tested and met all product specs. No sample was returned on this svc request. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The loose vent valve shoulder screw has been known to cause the sys message (sm) reported. The sm was confirmed through a review of the sys's event log. However, as the reported event was unable to be replicated, the root cause cannot be determined conclusively at this time. An internal investigation was opened to address the issue caused by loose vent valve shoulder screws. (B)(4).